Event description:
The customer observed a falsely elevated alinity c phosphorus2 result generated on an alinity c processing module for a 28-year-old male patient. Sid (B)(6) initial result = 0.26 mmol/l, repeat results = 0.26 mmol/l and 0.46 mmol/l (normal reference range 0.75-1.50 mmol/l, 0.3-0.75 mmol/l is low, <0.3 mmol/l is critically low) the sample was repeated on architect, sn (B)(6), generating a result = 0.27 mmol/l, which was the released result. There was no impact to patient management.

Manufacturer narrative:
Service inspected the module and the tubing, peristaltic head (rohs) was cleaned, which resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of trending data associated with the tubing, peristaltic head (rohs) did not identify any trends. A review of tracking and trending for the alinity c processing module did not identify any trends with regards to the complaint issue. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, (B)(6), was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Continued information for section a1 patient identifier: (B)(6).

Event description:
The customer observed a falsely elevated alinity c phosphorus2 result generated on an alinity c processing module for a 28-year-old male patient. Sid (B)(6), initial result = 0.26 mmol/l, repeat results = 0.26 mmol/l and 0.46 mmol/l (normal reference range 0.75-1.50 mmol/l, 0.3-0.75 mmol/l is low, <0.3 mmol/l is critically low) the sample was repeated on architect, sn (B)(6), generating a result = 0.27 mmol/l, which was the released result. There was no impact to patient management.